Event description:
A tps handpiece cord was sent for evaluation because it was causing handpieces to run without activation. The event occurred during a routine field service maintenance visit; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion of the analog ground pin was identified as the probable root cause of the event.